Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with 350cc mentor smooth round moderate profile saline breast implants and experienced postoperative symptoms. The patient stated that they have experienced health issues since 2008. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient¿s impacted devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.